Manufacturer narrative:
The event occurred at the university (B)(6). The patient gender and weight were not provided. (B)(4). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a subarachnoid hemorrhage. A craniotomy for removal of the hematoma was performed, but the surgeons were unable to control the bleeding. The patient expired on (B)(6) 2017.

Manufacturer narrative:
The event occurred at the (B)(6) hospital and (B)(6). Device evaluation a correlation between the evaluation findings of the returned device and the reported stroke could not be conclusively determined. The evaluation of the pump did not reveal a device related issue. The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portions were returned measuring 26.5 inches and 9 inches. The outflow bend relief and collar were not returned. Visual inspection of the pump blood-contacting surfaces, including the sealed inflow/outflow conduit, revealed an acute, post-mortem deposition of coagulated blood loosely seated on the rotor inlet section. There were no contact marks in the blood tube and the deposition extended through all three of the rotor vanes as a single, continuous formation, indicating that the deposition likely did not form during device operation. No flow issues were reported while the pump was in use. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
CT revealed intracranial hemorrhage in the right hemisphere. Anticoagulation at the time of the event were warfarin and aspirin. The patient went into a coma.